Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this pacemaker, right atrial (ra) and right ventricular (rv) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms beginning two months ago and resulted in activation of the lead safety switch (lss) feature. Pacing impedance measurements were noted to be stable and within normal limits when the lead configuration was bipolar, so the leads were left bipolar, however, the lss was activated again two more times due to high out of range pacing impedance measurements. Additionally, noise and oversensing was observed in unipolar configuration. An invasive procedure was performed. The leads were viewed under fluoroscopy and no anomalies were observed and lead to device header connections were verified to be appropriate. The pacemaker, ra and rv leads were explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.